Manufacturer narrative:
(B)(4).

Event description:
The asp third party field service engineer (fse) was servicing a device, observed a failure to power up. There was no pt involvement where this occurred during servicing.